Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted approximately nine (9) years and five (5) months, was explanted due to aortic stenosis and aortic insufficiency. It was identified, through review of source documentation provided, that there was deterioration of the valve with a flail leaflet. The explanted device was replaced with another edwards bioprosthetic valve. There were no intraoperative complications.

Manufacturer narrative:
It was reported that this device was explanted due to aortic stenosis and aortic insufficiency caused by deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, there was a flail leaflet documented. Although the root cause of this event cannot be conclusively determined, it appears reported findings likely caused the stenosis and insufficiency. No further actions are possible with the available information. Edwards lifesciences will continue all reported events.